Event description:
It was reported that during the lithotripsy procedure, when the fiber was fired, it was noticed the middle of the fiber was burnt. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during the lithotripsy procedure, when the fiber was fired, it was noticed the middle of the fiber was burnt. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. The media file provided in the source information did not reveal any damage, it just shows a full view of the fiber without a failure. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.